Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 (mg/dl). Customer consumed glucotabs to treat bg level. Reportedly, customer did not know what caused the low bg level and could not provide any additional information regarding the reported event.